Manufacturer narrative:
See MDR # 1920664-2007-01550 for the intraocular lens used with this delivery device.

Event description:
The haptic kinked while the lens was being implanted in the patient's eye. The doctor did not implant the lens and used another lens to complete the procedure.